Event description:
It was reported that the customer received a watchdog timeout alarm followed by a program safety alarm. The customer's blood glucose was 76 mg/dl. Explained the alarms and assisted customer with insulin pump settings. Nothing further reported.

Manufacturer narrative:
Pump was received with program safety error alarm after battery change due to leaky c1 on motherboard. No unexpected watchdog timeout error alarm noted during testing. Unit had missing segments due to open heat bond of zebra connector long side lcd. Unit had cracked case at lock area, cracked case underneath overlay, cracked overlay and minor scratched overlay.